Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 11, 2019 that a flexiva ID laser fiber was used in a litholapaxy procedure in the bladder performed on (B)(6) 2019. Reportedly, the laser unit used was a moses p120 console. According to the complainant, during the procedure, there was a popping sound and flash of light at the connection hub when the surgeon pressed on the pedal. The procedure was completed with another flexiva ID laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.